Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarms were noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, a cracked reservoir tube lip and cracked battery tube threads. No moisture damage was noted inside of the insulin pump.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 162 mg/dl. Customer reported she was splashed by water, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.